Event description:
It was reported that, "while checking our sets I noticed that these innershafts were broken (short)."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result and conclusion will be made available following engineering eval.